Event description:
Primary tha surgery was performed on (B)(6) 2021. Patient complained of hip pain, so a revision tha was performed on (B)(6) 2025. Additional information: the surgeon suspects poly wear. *update on 26 august 2025: based on medical review: "according to the notes provided, the patient developed osteolysis and a pseudotumor and corrosion was suspected. ".

Manufacturer narrative:
An event regarding altr involving an unknown accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: relevant clinical history and timelines: according to the product inquiry, the patient underwent a primary total hip arthroplasty on (B)(6) 2021. Apparently, he complained of hip pain and a revision was carried out on (B)(6) 2025. According to the notes provided, the patient developed osteolysis and a pseudotumor and corrosion was suspected. Confirmation of event: I can confirm that the patient had a primary right total hip arthroplasty since I was able to see a translation of the operative report. I can confirm revision because I could see the changes on the follow up x-rays provided. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of osteolysis and head neck corrosion are multifactorial, including surgical technique, especially in the way that the femoral head and femoral trunnion are prepared prior to insertion, as well as positioning and fixation of the implants. Patient factors, including lifestyle, activity level and bmi also can contribute, as well as implant factors. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain. Medical review indicated that the patient developed osteolysis and a pseudotumor and corrosion was suspected. Visual inspection of the returned metal head indicated explantation damage observed on the surface of the device. There is evidence of metal-on-metal wear in the head. There was no evidence of corrosion. The root cause of this event cannot be determined with certainty. The causes of osteolysis and head neck corrosion are multifactorial, including surgical technique, especially in the way that the femoral head and femoral trunnion are prepared prior to insertion, as well as positioning and fixation of the implants. Patient factors, including lifestyle, activity level and bmi also can contribute, as well as implant factors. No further investigation for this event is possible at this time. If the stem and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.